Event description:
Additional information was received. It was reported that the patient was having no issues with his deep brain stimulation (dbs) system.

Event description:
Additional information received reported that the patient had problems with his pacemaker and not his deep brain stimulator (dbs). It was stated that the patient was unsure if the dbs was ¿doing a bit of good.¿ the patient could not tell the difference if the dbs was on or off. The patient reportedly had not had an adjustment in at least 2 years. The patient¿s healthcare provider (hcp) was no longer practicing. It was added that the patient¿s neurologist no longer checked the device; he just gave the patient ¿pills.¿ the patient had problems with weakness and his symptoms were getting worse. The patient was unable to walk, talk, or ¿do anything.¿ it was noted that the patient had this issue for a ¿long time.¿

Event description:
It was reported that the patient experienced a loss of therapeutic effect. For the last couple of months, he has been weak, not been able to walk, and had jerky legs. It was noted that the patient fell on his hip about one month ago. The patient met with his hcp but the doctor did not check the implant. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model: 3387-40, lot#: j0225449v, implanted: (B)(6) 2002, explanted: na. Extension: model: 748240, serial#: (B)(4), implanted: (B)(6) 2002, explanted: na. Programmer: model: 7438, serial#: (B)(4). (B)(4).